Event description:
It was reported that during a coil embolization procedure of the internal carotid artery and posterior cerebral artery, the physician advanced the microcatheter to the lesion. Resistance was felt in the catheter when the subject device (coil) was being advanced. The physician attempted to remove the coil, but the coil didn't move. After several attempts, the subject device became stretched and was removed together with the microcatheter. Outside of the pt, the subject device pusherwire was drawn back, and the coil was found to be broken into two pieces. The subject device broke at the detachment zone. Follow up responses received april 30, 2008, reported that " it is possible that the coil was broken off when delivery wire was pulled back." The procedure was completed with a different device. No pt complications were reported and the pt condition is good.

Manufacturer narrative:
The device directions for use (dfu) states: "advance and retract gdc slowly and smoothly, especially in tortuous anatomy. Remove the coil if unusual friction or "scratching" is noted." Per the dfu: "do not advance the coil with force if the coil becomes lodged within or outside the 2-tip infusion catheter. Determine the cause of resistance and remove the system when necessary." In addition, per the dfu: "if resistance is noted during gdc coil delivery, remove the catheter/coil system and check for possible damage to the catheter." As well, per the dfu: "if resistance is encountered when withdrawing the gdc delivery wire, draw back on the infusion catheter simultaneously until the delivery wire can be removed without resistance." The dfu also states: "if gdc repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the delivery wire. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." Finally, per the dfu: "due to the delicate nature of the gdc coils, the tortuous vascular pathways which lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions, such as coil breakage..."